Event description:
It was reported that the patient is experiencing an uncomfortable sensation/ vibration feeling, even when stimulation is off, related to the device. Surgical intervention may take place to explant the device to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.